Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to deliver a bolus and numbers started ramping, she removed and reinserted the battery but the insulin pump alarmed battery out limit because the battery was out for longer than allowed. The customer stated she is unable to clear the alarm because the buttons are unresponsive. Blood glucose value was 415 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioned properly during testing. However, the insulin pump had moisture damage to the keypad traces during visual inspection. The insulin pump received with normal operating currents. The insulin pump monitored for several days and no battery out limit alarms occurred during testing. The insulin pump received with broken reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked belt clip slot, and missing end cap sticker.